Event description:
Olympus was informed that during a therapeutic stapedectomy procedure, the physician was placing the applebaum prosthesis into place when it broke into 2 pieces. Reportedly, one piece was lost in the middle ear and the other fragment was successfully retrieved. The intended procedure was completed with a big easy stapes prosthesis. No patient injury was reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information becomes available at a later time, this report will be supplemented.